Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. E1: initial reporter addr 1: (B)(6). Investigation summary: bd evaluated 10 retained samples for investigation. All tubes filled as expected during the functional tests, and no clogged cannula was identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: clog. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® precisionglide¿ multiple sample needle, there was a blockage in the needle. No adverse impact was reported regarding the patient or user.